Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve at an appropriate depth, the valve dislodged. The valve was snared to above the sinotubular junction. A second valve was implanted slightly deeper but at an appropriate depth. After release of the second valve, the valve dislodged up to a position that was slightly too high. The patient was stable and no treatment was reported. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed prior to the second valve implant. No additional adverse patient effects were reported. Additional information was received that the patient is deceased. Neither the cause of death nor date of death were reported. No further information was received. Additional information was received that the patient died three days post valve implant.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.